Event description:
The dental implant fx4508swc was removed on (B)(6) 2017 due to failure to osseointegrate 3 months and 13 days after implantation. The doctor indicated that bone resorption may have caused the implant removal. The patient had a history of diabetes and tobacco use and has been recovered without complications.